Manufacturer narrative:
The customer returned two vials of strips and the meter. The test strips and vials showed no defects. The returned test strips were measured with the relevant retention test strips (lot 206232-10) and the current master lot coaguchek xs pt test strip (lot 220744-80). The returned customer material and retention material complies with the specifications. The allegation has not been substantiated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported erroneous results from four patient samples while using their coaguchek xs plus meter ((B)(4)). For patient 1, on (B)(6) 2016, they obtained a result of 4.8 inr compared to a second test that showed a result of 1.4 inr 10 minutes later on a coaguchek xs plus meter (B)(4)) from another division. For patient 2, on (B)(6) 2016, they obtained a result of 6.7 inr compared to a second test that showed a result of 3.0 inr 15 minutes later on a coaguchek xs plus meter ((B)(4)) from another division. For patient 3, on (B)(6) 2016, they obtained a result of 6.4 inr compared to a second test that showed a result of 1.8 inr 30 minutes later on a coaguchek xs plus meter ((B)(4)) from another division. For patient 4, on (B)(6) 2016, they obtained a result of 6.7 inr compared to a second test that showed a result of 3.0 inr 30 minutes later on a coaguchek xs plus meter ((B)(4)) from another division. All of these results were from capillary samples collected with the coaguchek capillary tube. All measurements were done with a new capillary puncture on a new finger. It was stated that the same strips were used for all of the tests. Patient demographics, medical history, or medication lists were not available for any of the patients. However, it was stated that all of the patients were anticoagulated. There was no adverse event. The suspect product was requested to be returned the replacement product was sent. The relevant retention test strips (lot 206232-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). There were no error messages that occurred. The retention material complies with the specification.